Event description:
It was reported that the insulin pump alarmed. Troubleshooting could not be performed as the device turned on and off automatically. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an alarm during the basic occlusion test and was unable to prime during the prime test as a result of a protruded/loose drive support disk. The device had cracked display window corner, scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads and cracked reservoir tube lip.